Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine in the lateral part of the cheek and angle of the jaw. The patient experienced swelling in the area of administration on the right side, tenderness, and redness. The dentist¿s diagnosis stated a periapical abscess. The patient was undergoing dental treatment.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b2, b3, b5, b7, e1, h6, h10

Event description:
Reported event of "periapical abscess" was determined to be not device related. Additionally, the healthcare professional reported that patient was injected in the angle of the jaw area of the right cheek with 3 ml of juvéderm® voluma¿ 1.5 per side. A few days after the injection the patient experienced "inflammatory infiltration in the area of the cheek and right angle of the jaw." The symptom¿s location is the right cheek. The patient was treated with hylase locally, dalacin c systemically. This treatment was provided to hasten resolution and prevent permanent damage. Symptoms ongoing.